Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Title limitations of current near-infrared spectroscopy configuration in detecting focal cerebral ischemia during cardiac surgery: an observational case-series study source: artificial organs 2018, vol. 42 pages 1001¿1009 article number: 10. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the unit had a false negative sco2 values. The patient awoke with a left-sided brachiofacial hemiparesis. At the beginning of the procedure, sco2 values were clearly different. Sco2 values, however, tended to converge during the cardiopulmonary bypass period and showed similar values at the end of the procedure.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Service personnel reported the complaint could not be confirmed from the photos which were provided by the customer. No fault was found. The investigation found the device to function normally. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.